Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported rupture.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma fluid build up, swelling and pain.

Event description:
Healthcare professional reported left side seroma fluid build up, swelling and pain. Device remains implanted.